Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead the patient experienced phrenic nerve stimulation. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.